Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose at time of 911 call was 502 mg/dl. The customer was admitted to the hospital. Customer was vomiting a lot. Customer cause of 911 call was diabetic ketoacidosis. The customer was not wearing the pump at time of 911 call because ambulance wanted pump off. The customer was tired and will back to program his new pump. The customer was on manual injections.